Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on recorded episodes resulting in false recording of ventricular tachycardia (vt) episodes and inaccurate recording of atrial tachycardia (at)/ atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.